Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there is reasonable evidence suggesting that this right ventricular (rv) lead had a dislodgement. Impedance and sensing have dropped. There are intrinsics that are not being sensed. High pacing thresholds were also observed. This lead remains in service. Technical services recommended bringing the patient to determine the lead position with x rays. No additional adverse patient effects were reported.